Event description:
A peritoneal dialysis patient stated that the cycler displayed a drain complications encountered message. The patient had been released from the hospital the previous night. The patient had been hospitalized due to irregular heartbeat. The treatment will be cancelled. There is no apparent temporal association between the fresenius products and this patient experiencing bradycardia, irregular heart rate/ arrhythmia and subsequent hospitalization for 48 hours that exists. There is probable causal relationship between patient. Having history of bradycardia which necessitated the original pacemaker insertion. There is documentation that the pacing wire was loose causing the patient to experience cardiac arrhythmia and low pulse requiring procedural pacemaker intervention and medical intervention for cardiac medication re adjustment . The patient was not in active pd treatment or attached to the liberty cycler when experiencing initial cardiac symptoms.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient stated that the cycler displayed a drain complications encountered message. The patient had been released from the hospital the previous night. The patient had been hospitalized due to irregular heartbeat. The treatment will be cancelled. There is no apparent temporal association between the fresenius products and this patient experiencing bradycardia, irregular heart rate/ arrhythmia and subsequent hospitalization for 48 hours that exists. There is probable causal relationship between patient. Having history of bradycardia which necessitated the original pacemaker insertion. There is documentation that the pacing wire was loose causing the patient to experience cardiac arrhythmia and low pulse requiring procedural pacemaker intervention and medical intervention for cardiac medication re adjustment . The patient was not in active pd treatment or attached to the liberty cycler when experiencing initial cardiac symptoms.